Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 200 mg/dl compared with the sensor glucose reading of 41 mg/dl. The customer also reported 2 bent sensor cannulas. The customer was advised that the devices would be replaced. No products were returned for analysis.